Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2014. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks after implant, the patient reported bleeding dark blood at surgical site after bending over. The patient was seen in the emergency department and a moderate size hematoma was observed. The hematoma was evacuated by the physician, a pressure dressing was applied and antibiotics were started. At a check two days later, bleeding was no longer present and the hematoma was improved. Three days after that, the hematoma was healing nicely with only mild ecchymosis at the site. One month later, the site was fully healed. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.